Event description:
It was reported that the lens was explanted from the patient's eye due to a posterior capsule tear which occurred during initial lens implant. Another lens of different model was implanted successfully.